Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced sensor inaccuracy with an ilet-integrated libre 3+ sensor, where the ilet displayed a glucose of 53 mg/dl while a contemporaneous fingerstick measured 175 mg/dl, prompting manual bg entries and guided sensor replacement with a warmup period initiated. Symptoms included hypoglycemia as indicated by the device reading of 53 mg/dl. Outcomes included no clinical signs, symptoms, or conditions and no health consequences or impact. Investigation included user education and troubleshooting, including confirming a capillary bg of 175 mg/dl, entering the value into the pump, and replacing the sensor via the ilet and ilet mobile app workflow. Investigation of this case revealed a cgm accuracy issue requiring sensor replacement and reliance on fingerstick values for dosing decisions, with oral glucose use documented for a low reading. It was concluded, based on established handling of similar reports, that the cause was a cgm inaccuracy requiring sensor replacement and continued monitoring with confirmatory fingerstick testing.